Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact on the patient¿s blood glucose levels. Reportedly, the customer reverted to an alternate method of insulin therapy.